Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose level of 37 mg/dl and diabetic seizure; details and nature of events were not provided. Reportedly, customer's non-tandem continuous glucose monitor readings were not available and as a result, the pump delivered insulin based upon the customer¿s personal profile settings and not based upon the control iq software settings. No additional patient or event information was provided.